Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system. Prior to the procedure, the patient's baseline rhythm was sinus rhythm with premature atrial contractions (pacs), and no history of right bundle branch block (rbbb), left bundle branch block (lbbb), or first- or second-degree atrioventricular block was reported. No calcification extending beneath the aortic annular plane into the interventricular septum was reported. During the procedure, the patient developed complete heart block following rapid pacing. A temporary pacemaker was utilized during the procedure. The valve was successfully implanted with a final implant depth of 5.0 mm on the non-coronary cusp (ncc) side and 4.5 mm on the left coronary cusp (lcc) side. The patient subsequently underwent permanent pacemaker implantation before leaving the cath lab. The patient remained hemodynamically stable throughout the procedure. No prolonged hospital stay for rhythm monitoring or due to the event was reported, and no clinically significant delay occurred. The implanter classified the event as related to the patient's past medical history rather than the performance of the device. The patient's status was reported as stable and discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.